Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with shortness of breath and muscle stimulation. It was also reported the right atrial (ra) lead had dislodged and the lead was reprogrammed. It was noted when the physician attempted to revise the lead there was a large clot on the lead helix and there was difficulty fully retracting the helix. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that there was dried blood and tissue visible on helix. But helix could be extend and retracted. If information is provided in the future, a supplemental report will be issued.